Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
Customer reported that they performed a bacterial culture on a platelet apheresis collection bag and the sample was positive to serratia. They also made a bacterial culture of the acd-a solution and pas which were negative. The product wasn't transfused and it was discarded. Due to EU personal data protection laws, the patient information is not available from the customer. Per customer patient outcome "he is ok" the collection set is not available for return because it was discarded by the customer.